Event description:
The customer reported that their central nurse's station (cns) is not displaying automatic nibp measurements for all of their bedside monitors.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at broward health reported the following issue with pu-681ra; sn-(B)(6), from patient monitoring: cns is not displaying automatic nibp measurements for all bedside monitors. This issue lasted for approximately 15 minutes after which it resolved itself. After the cns started displaying nibp measurements as intended, the data that was not showing previously was still missing. Investigation summary: the root cause could not be determined from the information available. The issue appeared to have resolved itself without nk assistance or servicing. The overall risk of this event, taking into consideration of severity and probability, is "high" the reported issue does not require further investigation through CAPA process since the issue is not suspected to be caused by deficiency of the cns.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not displaying automatic nibp measurements for all of their bedside monitors. This issue lasted for approximately 15 minutes after which it resolved itself. After the cns started displaying nibp measurements as intended, the data that was not showing previously was still missing. No harm or injury was reported. The customer will be sending the cns log files for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is not displaying automatic nibp measurements for all of their bedside monitors.